Manufacturer narrative:
Per the technical support specialist, if the pump is started or stopped using the ccm a message is logged twice on the 24 hour log and if the pump is started using the local control, the message is logged one time. Per the data log analysis, looking at the 24 hour log, the pump stop message was being logged twice which indicates it was stopped from the ccm. It was a one-time event, no alarms or alerts or any other thing that might cause the pump to stop, everything was normal up to that point. The perfusionist stated he did not stop the pump. Per the technical support specialist, there could be an issue with the ccm touchscreen controller board.

Event description:
Per clinical review: the manufacturer's clinical specialist spoke with the facility's sales representative regarding the issue the perfusionist team had with the heart lung machine (hlm) during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2020. The system was set up and primed without issue, a perfusion screen was opened and used. The team interacted with the central control monitor (ccm) during the procedure to go from a pulsatile mode to a continuous mode, as depicted in the log data captured. At 10:43:05 am the arterial (art) pump setpoint was 4016ml/min. By 10:50:05 am the user accessed the pump pulse tab 'base line 50%, rate 60 bpm, width 35%' and at 10:50:05 pump stopped message was logged twice. Prior to the 10:43, the pump was in a pulsatile mode. At 10:50, the roller pump stopped without notice or any type of alarm situation that would cause a stop. The perfusionists were able to quickly press the start/stop button and resume normal flow to the patient. There was a few second delay in the continuation of the surgical procedure. There was no harm or blood loss related to the occurrence.

Manufacturer narrative:
Per the manufacturer's sales representative, there was no air alarm in the messages. The connected pump was turned off for ultrafiltrator as well. The bubble sensor was checked and it was green and did not need to be reset. The pump was restarted and the case was continued. The field service representative (fsr) could not verify the pump stop. He ran and tested the arterial pump with pressure and air sensors. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the arterial pump stopped with no alarm. The surgical procedure was completed successfully. There was a delay of a couple of seconds. There was no blood loss, nor adverse consequences to the patient.